Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutting knives were found to be blunt. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date. Additional details received reporting that the ophthalmic knives were dull during cataract surgery. The surgery was completed on the same day with alternative product. There was no patient harm.

Manufacturer narrative:
6 unopened knives, in a bp trays, in blisters were received for the report of blunt. Samples were visually inspected and found to be conforming. Functional penetration testing was then performed and all six samples were conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows six knives and one label with reported lot number. Reported issue cannot be confirmed from photo. The returned opened samples were found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).